Event description:
The event is reported as: complaint alleges: after the product is connected to inspiration line, "nebul" is put on the nebulizer, but not all the "nebul" is pulverized and given to the pt, there are residuals in the product so the treatment is not completed. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.